Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this newly implanted pacemaker's longevity had depleted to five years. It was found out that the patient had a chronic atrial fibrillation and had high rate atrial sensing. Boston scientific technical services (ts) recommended to reprogram the device. This device still remains in service. No adverse patient effects were reported.